Event description:
It was observed via home monitoring that the device shows the eri status. The ICD was replaced. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.